Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 50 mg/dl and it was addressed with yogurt and juice. The customer stated that they were working with their healthcare provider on adjusting pump settings. It was confirmed that the customer had a backup method of insulin delivery available.